Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), UDI#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 3389s-40, serial/lot #: (B)(4), UDI#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead; product ID: 3708660, serial/lot #: (B)(4), ubd: 16-nov-2021, UDI#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension; product ID: 3708660, serial/lot #: (B)(4), ubd: 12-dec-2021, UDI#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. There was cumulative fluid inside the pocket at four weeks dbs post-op and the patient was sent to the hospital to determine the nature of the fluid. Outcomes showed that the area of the pocket was infected and the extension path and lead/extension connection were also colonized. The extension had some black marks inside of it, and inside the connection site with the lead. Diagnostics included "punction" to analyze the fluid and culture of the device pocket site. The physician explanted the whole system to prevent the infection traveling to the brain, antibiotics were administered, and the patient was hospitalized for a week. The infection organism was unknown. There was no plan to re-implant, and the event was considered resolved at the time of the report. No further complications are anticipated.

Manufacturer narrative:
Product ID 3389s-40, lot# va1ru9f, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID 3389s-40, lot # va1tlse, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the black marks were thought to be part of the infection, but the physician did not share the outcome of the results of the bacterial culture.